Event description:
The pt complained of blurred vision and the surgeon noticed that the lens appeared opaque. Date of original cataract surgery was in 2001. The pt visual acuity decressed from 20/33 to 20/200. The lens remains implanted at this time however the surgeon is planning to explant it.